Event description:
Customer reported poor image quality, the images have no definition. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. No further info is available.